Event description:
It was reported that a patient underwent a hysteroscopic procedure in 2007. No deficiencies occurred with the hysteroscopic device, however, it is the perception of the sales representative that due to lack of fluid management, a large deficit of four to five liters occurred. Post-operatively, the patient had pulmonary edema and was given lasix intravenously.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.